Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Not applicable, as lens was removed/replaced in the initial surgery. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a za9003 intraocular lens (iol) cracked apart in the patients eye during insertion on (B)(6) 2018. The iol was removed and replaced during the same procedure with the back-up lens. An incision enlargement was performed and the patient is doing okay post-operatively. Additional information received revealed the haptic broke off inside the patients eye and was removed and replaced with a back-up lens of the same model. There was no incision enlargement and no additional intervention performed.